Manufacturer narrative:
Follow-up received on 15-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). Lot number b67534 is invalid. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient who became pregnant about 1 year and 8 months after essure (fallopian tube occlusion insert) insertion. The pregnancy was not viable (interpreted as spontaneous abortion) and essure was not in place (left essure was partially perforated/embedded migrating from cornua region to the myometrium, previously reported as left essure device had a tube perforation). Essure was removed by laparoscopy. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test. In this particular case, the patient underwent the test, which confirmed occlusion. Years later, she had a pregnancy and a partial fallopian tube perforation (device embedded) diagnosed. It was reported that perforation did not occur and no organ or intra-abdominal structure was perforated. Only a device embedded occurred. This embedment could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if embedment occurred before or after pregnancy onset); causality with essure cannot be excluded. Regarding the reported abortion, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. This case was considered an incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 11-mar-2016 which describes a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception. Patient had hsg which was normal and she reported pregnancy on (B)(6) 2016. Follow-up received on 13-apr-2016: questionnaire for pregnancy under essure was received from physician. The patient was (B)(6) and her bmi was (B)(6). She had essure, lot number b67534, placed on (B)(6) 2014. Insertion was performed during patient's luteal phase and the first day of her last menstrual period was (B)(6) 2014. There were no abnormal uterine findings prior to insertion. Pills were used as method of contraception before relying on essure (from (B)(6) 2014). Hysterosalpingogram essure confirmation test was done on (B)(6) 2014 and bilateral occlusion was confirmed. Patient was advised to rely on essure based on the result of the test. On unspecified date, pregnancy was confirmed by doctor. According to health care professional, the pregnancy was not viable (no further information was provided) and essure was not in place at the time of pregnancy diagnosis (left essure device that had a tube perforation). On (B)(6) 2016, essure was removed by laparoscopy and physician informed that it was both medically necessary and requested by patient. There were no pathology results, signs of infection or inflammation. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who became pregnant almost 2 years after essure (fallopian tube occlusion insert) insertion. The pregnancy was not viable (interpreted as spontaneous abortion) and essure was not in place (left essure device had a tube perforation). Essure was removed by laparoscopy. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test. In this particular case, the patient underwent the test, which confirmed occlusion. Years later, she had a pregnancy and a fallopian tube perforation diagnosed. This perforation could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. Regarding the reported abortion, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. This case was considered an incident, since device removal was required. A technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 16-may-2016: uterine/tubal perforation with essure questionnaire was received. Information received from physician states that a (B)(6) year-old female patient who has as previous pregnancies gravida 5 (discrepant information), para 3, 2 c-sections, 1 spontaneous abortion, no ectopics or voluntary pregnancy termination and no previous gynecological interventions; had essure (model number ess305) inserted on (B)(6)-2014. Patient first date of last menstrual period before insertion was (B)(6)-2014, her last delivery was a c-section and she was not breast-feeding at the time of insertion. According to health care professional, there were no abnormal uterine findings prior to insertion. Cervical dilatation and analgesia with local carbocaina 1% were applied during placement. Physician considered the insertion easy as well as the visualization of tubal ostia. There was no fluid loss more than 1500cc during procedure and it did not take more than 20 minutes. Immediately after insertion, patient complained of cramping. On (B)(6)-2014, hysterosalpingogram (hsg) was performed and tubal occlusion was confirmed and patient was told to rely on essure based on the result of confirmation test. No second test was done. On (B)(6)-2016, patient took pregnancy test with positive results (6 weeks gestational/sac, no viable fetus) and incorrect essure position was diagnosed. No organ or intra-abdominal structure was perforated. In addition, physician informed that perforation did not occur before deployment neither with coil after deployment and states that essure on right tube was in the correct position. However, the left essure was partially perforated/embedded migrating from cornua region to the myometrium. On (B)(6)-2016, essure was removed and, according to reporter, it was both medically necessary and requested by patient. Essure removal method: laparoscopic. There were no pathology results, signs of infection or inflammation. Patient has recovered. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient who became pregnant about 1 year and 8 months after essure (fallopian tube occlusion insert) insertion. The pregnancy was not viable (interpreted as spontaneous abortion) and essure was not in place (left essure was partially perforated/embedded migrating from cornua region to the myometrium, previously reported as left essure device had a tube perforation). Essure was removed by laparoscopy. These events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test. In this particular case, the patient underwent the test, which confirmed occlusion. Years later, she had a pregnancy and a partial fallopian tube perforation (device embedded) diagnosed. It was reported that perforation did not occur and no organ or intra-abdominal structure was perforated. Only a device embedded occurred. This embedment could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if embedment occurred before or after pregnancy onset); causality with essure cannot be excluded. Regarding the reported abortion, as it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is considered unlikely. This case was considered an incident, since device removal was required. A technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs